Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, there was no extrusion of receiver/stimulator. The device was explanted on (B)(6) 2024 due to need of MRI imaging device analysis report attached.